Event description:
During implantation of glaukos I stent, doctor noticed and stated that the implant was missing: therefore, he requested an other implant--I stent and implanted successfully. The implant that was missing: ref#gts1ool, exp. 2018/09.